Event description:
The customer stated that while running the architect i2000sr, error code #1227 (assay (x) number (y) calibration failure, fit concentration too high for cal f) generated while using, the lh assay reagent. There was no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.